Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely through merlin.net transmission, the implantable cardiac monitor exhibited undersensing leading to a false 16-second pause episode. It was suspected that the false pause episode was due to loss of contact. No intervention was performed. The patient will continue to be monitored. No further information is available at this time.

Event description:
New information received notes that the patient was stable and will continue to be monitored.